Event description:
It was reported that there was a performance issue with the right ventricular (rv) lead as the lead had high rv thresholds and impedances in unipolar and bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).